Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: in the attempt to access with the abocath, the silicone was passing through the tip.

Event description:
Additional information received on 20 jan 2025: batch: 4114363. Please provide the catalog number for lot 4114363. Ref. (B)(4). How many products were affected? Please confirm the quantity. 1 unit. Has there been any damage to the patient(s)/health professionals? No. Patient(s) involved, please confirm. No. Could you send photo samples/videos of the sample that presented the deviation? I have no evidence.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4114363. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.